Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device verified the reported issue and replaced the biphasic module pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further examined the removed biphasic module pcb assembly and observed that when pressing the charge button, a "disarming" message appears and it cannot charge. Further cause could not be determined.

Event description:
The customer contacted physio-control to report that the service indicator was present on their device. There was no patient use associated with the reported event. Upon further investigation, physio-control found that pressing the charge button displayed a "disarming" message and it cannot charge.